Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance measurements and myopotential noise. Boston scientific technical services (ts) reviewed the data stored by the device and noted that the elevated impedance was related to the minute ventilation (mv) feature. The feature triggered a lead safety switch and was ultimately deactivated by signal artifact monitoring (sam). Ts recommended troubleshooting to exclude potential lead impairment and ensure pacing capture. A field representative stated the patient was checked in person and underwent usual provocation testing, including pocket manipulation and isometrics. Muscle artefacts were noted in unipolar configuration. Testing was not performed in bipolar configuration. The treating physician scheduled a follow-up to evaluate the system while in bipolar configuration and potentially replace the rv lead. After the initial communication, ts reviewed the stored episodes again to provide additional suggestions. It was concluded that there was reasonable evidence that the noise was due to the mv feature, as there was a lead safety switch (lss) recorded. Ts suggested performing further lead testing while in bipolar configuration, to detect any potential issues that could impact pacing capabilities. The follow-up in-clinic check revealed low in range amplitude. There were no macroscopic issues observed in the chest x-ray. The physician is currently monitoring the system remotely and plans on bringing the patient back into clinic in the next few months, where they will repeat provocation tests in bipolar configuration. At this time, the patient has not experienced symptoms related to loss of capture or asystole. The sensitivity of the system was reprogrammed and the devices remain in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.